Event description:
Experienced seizure activity [convulsion]. Incontinent of urine [urinary incontinence]. Fainted [syncope]. Reaction to synvisc-one injection [nonspecific reaction]. Case description: spontaneous report was received on (B)(6) 2011 from a nurse regarding a (B)(6) female patient, (B)(6), with osteoarthritis. The patient's medical history was not provided. On (B)(6) 2011, the patient initiated synvisc-one, 6 ml in both knees. After receiving the synvisc-one injections, the patient fainted, experienced seizure activity and was incontinent of urine. 911 was called and the patient was taken to the hospital and admitted for an overnight stay. The patient was discharged from the hospital on (B)(6) 2011 and no follow-up information was available at the time. The nurse stated that the physician assistant thought that the patient had a reaction to the synvisc-one injection. The action taken with synvisc-one was not provided. The patient's outcome was not provided. Concomitant medications were not provided. The reporting nurse assessed the relationship between the synvisc-one and the events as possibly related.

Manufacturer narrative:
Evaluation summary: the qa (quality assurance) investigation results were received on (B)(6) 2011. The production and quality control documentation for lot number q1121, expiry date 03/2014 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. See manufacturers control number (B)(4) for other adverse events from this reporter. Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report.